Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. After the application of the silicone, normal electrical values were measured. The lead remained implanted. High impedance and connection issue.

Event description:
It was reported that an alert transmission for the right atrial lead exhibited high impedance; a lead fracture was suspected. The patient (pt) was asked to present to the clinic. At the clinic the lead exhibited decreased sensing, inappropriate mode switches and noise. On (B)(6) 2013 the pt was admitted to the hospital for high impedance. The lead was disconnected from the pulse generator and silicone was applied to the connection.